Manufacturer narrative:
The heartmate left ventricular assist system (lvas) was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Approximate age of device -11 months(calculated from the date when the mobile power unit was issued to the patient). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient experienced multiple alarms at home while connected to battery power. The patient exchanged batteries and battery clips multiple times but the alarm persisted. The patient's controller was exchanged. Log file analysis noted no external power alarms while attached to the mobile power unit (mpu). The account reported the patient was previously issued a v-locking power cord. No further information was reported.

Manufacturer narrative:
Additional information: manufacturer's investigation conclusion: the reported event of a no external power alarm regarding the mpu was confirmed via the provided log file. The log file contained data spanning 8 days ((B)(6) 2019 ¿ (B)(6) 2019 per time stamp). The pump maintained speeds above the low speed limit while connected to the driveline. The patient was observed to have lost ac power while using the mpu on (B)(6) 2019 at 6:25 and on (B)(6) 2019 at 12:31. The first occurrence led into a no external power event that lasted for approximately 20 seconds and cleared when power was restored to the system. The emergency backup battery appropriately operated the system during this time and support to the pump was not interrupted. The second occurrence lasted for approximately 3 seconds and resolved before a no external power flag could be active, despite the loss of ac power. None of the atypical events throughout the log file prevented the system from operating at appropriate pump speeds. No other notable events were observed. The mpu (serial number (B)(6) was not returned for analysis. The root cause of the no external power events was unable to be conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.